Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leaking cassette at the patient line. This occurred during fill one of peritoneal dialysis therapy and the patient was not connected. During troubleshooting, it was discovered that the patient had never connected to the patient line and solution began to leak from the line when the homechoice advanced to fill one. The technical service representative advised the patient to re-start therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.